Manufacturer narrative:
The device was not returned for evaluation. An image was provided from the account of a dragonfly¿s distal tip, showing a stretched/torn guidewire exit notch. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific quality issue. Based on the reported information and results of the complaint investigation, there is no indication that the reported material twisted/bent, break, material split, cut or torn is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, it is likely that challenging anatomical conditions and repeated use of the device caused difficulty for the dragonfly and resulted in inadvertent damage to the optical fiber within the device. Furthermore, damage to the optical fiber within the device resulted in device failure and may have been interpreted by the user as a broken unit. The stretched and torn guidewire exit notch suggests that the guidewire and catheter were likely spread apart during removal. However, this could not be confirmed. D1: correction (brand name). D2a: correction (common device name). D3: correction (manufacturer name, city and state). D9, h3 - updated device returning from yes to no.

Event description:
It was reported that after the third pullback image was captured, the dragonfly opstar imaging catheter broke, but remained in one piece. The distal end appeared bunched/torn. The procedure was complete at this time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.